Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the single use loading unit received noted a full complement of staples and the interlock was engaged. Damage was also noted to the interlock. Functional testing was unable to be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Replication of the damaged interlock may occur from rough handling of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lobectomy procedure, the device had poor staple formation. The staple was not fully in b shape in the middle part. A little bleeding was noted. The surgeon sewed it by hand in order to complete the procedure. No patient injury.